Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was admitted into the emergency room on (B)(6) 2016 due to a kinked infusion set needle. The customer woke up with a blood glucose level of 500 mg/dl. An IV was inserted, the infusion set was changed, and was instructed to administer insulin through the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.